Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) due to receiving shocks due to oversensing. It was also reported that the lead integrity alert (lia) had triggered. Therefore the lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.